Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that approximately one month post implant an impedance warning was alerted on the implantable pulse generator (ipg). The ipg remains in use. No patient complications have been reported as a result of this event.